Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with her sensor. She stated she received three sensor errors. She also received a calibration error. Customer stated her blood glucose was 276 mg/dl, but her sensor reading was over 400 mg/dl. She stated she was high because she was either spiking after eating or she did not treat for her meal correctly. Customer was advised of proper sensor insertion and calibration methods. This was the first sensor customer has used. She was advised to monitor the issue and call back when it reoccurs. Nothing further reported.